Manufacturer narrative:
The actual sample was not returned; however, photos were provided for evaluation. Visual inspection of the provided pictures confirmed that the effluent pump segment is disconnected from the support plate on one side. The pictures showed that no bonding solvent was present on this extremity of the tube, which explains the disconnection of the effluent pump segment. A set presenting such a defect should have been detected and discarded during the in-process control test that is performed on the manufacturing line where the involved set was manufactured. This is a manufacturing defect and an operator error. The involved operator was retrained in (B)(4) 2017 in order to avoid this type of defect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the prismaflex m150 set was leaking fluid (100-200 ml) during treatment. The nurse observed that the tubing system was leaking next to the effluent pump. There was no associated alarm. The set had been in use for 68 hours. A patient was involved but no medical consequences were reported. No additional information is available.